Event description:
It was reported that the patient was hospitalized on(B)(6)2019 for chemotherapy. A nurse found on (B)(6) 30 that there was fuild leakage from the PICC insertion site during infusion and the patient's limb of the catheter placement side had developed swelling. Then, the PICC catheter was removed as per surgeon's advice and cracks were found with the wall of the catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 40cm and 41cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq2577 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2019 for chemotherapy. A nurse found on (B)(6) that there was fluid leakage from the PICC insertion site during infusion and the patient's limb of the catheter placement side had developed swelling. Then, the PICC catheter was removed as per surgeon's advice and cracks were found with the wall of the catheter.